Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated she was not wearing her sensor at the time. Customer stated that her mother suspended the insulin pump and gave her a soda and chocolate. Blood glucose at the time of the admission was 36 mg/dl. Customer stated that the drive support cap on the insulin pump is recessed and she was disconnected during the prime sequence. The settings are accurate and the daily bolus totals are correct. The reservoir is showing the same amount of insulin as shown on the status screen. Customer had been experiencing low blood glucose and her doctor was making adjustments to her basal rates but her body has not totally adjusted. Nothing further reported.